Event description:
The pt was on a perfusion/ventilation ventilator. The ventilator gave an error message of a-5. The manual advises when an a-5 error occurs to remove th ventilator from the pt. This was accomplished with no problems.